Manufacturer narrative:
Exact date unknown, event occurred over the last two months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232, sn: (B)(6). The returned ipg was analyzed and revealed that it exhibits normal characteristics. However, review of the charge log revealed that the charging current is low when the patient charged the ipg, resulting in the battery to be charged up to only 3.4 volts. Patient was not able to fully charge the ipg. Ipg was fully charged in the lab in one four-hour charge cycle. The ipg does not exhibit premature battery depletion. With all the available information, boston scientific concludes that the reported event was confirmed.

Event description:
It was reported that the patient was having charging issues of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.